Manufacturer narrative:
Return of the affected product was requested and is still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the sterile packaging of an hls set had been poked through. No harm to any person was reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the sterile packaging (tyvek cover) of an hls set had been poked through. The product was not used for treatment. The hls set was technically investigated in the getinge laboratory on (B)(6) 2022. Upon visual inspection the damaged tyvek cover could be confirmed. In addition damages were noted on the other packaging parts. After opening the hls set it was noted that the velco straps securing the hls module were loose. It was determined that the straps moved upwards leading to a loose position. This lead to an unsecured hls module which perforated the tyvek cover with its venous measuring cell, e.g. During transport or due to impacts from outside. The positioning of velco straps will be changed in an engineering change request (ecr). The velco strap position will be changed to prevent moving upwards. Based on the investigation results the reported failure "tyvek cover poked through" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.